Event description:
In 2008, user facility medwatch received. While removing a stryker 14 mm temporary titanium fixation screw (at c6 on the right) during cervical microsurgical procedure, the pin sheared off against titanium plate.

Manufacturer narrative:
Additional information and return of the product has been requested. If made available the information and evaluation will be reported on a supplemental.